Event description:
It has been reported to philips that the system stopped at 0:00 and would not start. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system stopped at 0:00 and would not start. Fse found that the geo pc has a defect. Fse tried to replace geo pc with new one but it was defect on arrival. The old geo pc software was loaded from scratch and replaced the geo tilt module bipl kit wp . After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.